Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary drip chamber. The tubing set was being used to deliver normal saline on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified medication. After an unspecified length of time in use, the nurse noted that the secondary solution was flowing into the primary tubing set and drip chamber. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.